Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A review of the complaint history for sn 14817158 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 14817158 was performed from the date of manufacture, 28-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was jammed. A field service engineer (fse) identified that the rails were blown on aux drawer 5.1. So, the fse replaced the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had jammed drawer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.